Event description:
The customer contacted stryker to report that the monitor of their device would power off and would only function while holding pressure on the batteries. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. The stryker service representative noticed that the contact pcb was worn out. The contact pcb was replaced as a precautionary measure. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.